Event description:
Reporter indicated that the pt's device was programmed to off due to a discontinuity in the vns therapy system. Device diagnostic test results at office visit were reportedly not within normal limits and subsequent x-rays then revealed that the lead had become disconnected from the generator. Revision surgery is planned. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
The patient underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. It was reported that the lead was severely twisted. It was also reported that the explanted generator had "quit working" presumably as a result of generator/lead disconnection.

Event description:
Further follow-up revealed that the patient experienced an loss of efficacy and pain prior to having the vns deactivated and explanted. The lead was analyzed, product analysis summary: the lead discontinuity condition was verified in analysis. Inspection of the lead assembly showed two breaks in one coil. The appearance of the coil broken surface is characteristic of a stress-induced fracture. The fracture surfaces did not show any pitting or electro-plating conditions. However, it is unknown whether current was flowing through the coil at the time of the fracture. The appearance of the lead assembly is characteristic of twiddler (patient twisting the lead). The condition of the remaining returned portions of the lead is consistent with conditions that typically exist following an explant procedure. The concomitant device (pulse generator) was also analyzed. Product analysis summary: there were no visual or electrical anomalies identified or observed. The pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specifications. The cause of the lead break was likely due to the patient twisting the lead.